Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the pacemaker was in backup vvi mode. A backup vvi status report was unable to be printed due to low battery status. No intervention was reported. There were no patient consequences.